Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion (dso) seal. A review of the event history log revealed many downstream occlusion high alarms. Functional testing was able to duplicate the reported problem. It was determined that the defective dso sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump is giving false downstream occlusion alarms at various admin cassettes. There was no patient involvement.